Manufacturer narrative:
This report is submitted on 18 september 2020.

Manufacturer narrative:
This report is submitted on june 15, 2020.

Event description:
Per the clinic, the patient experienced fluctuating impedances and reported decrease in compliance. The device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with another device.